Manufacturer narrative:
Stryker has requested information regarding the disposition of the device stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had unexpectedly stopped providing voice prompts during patient care. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer received trouble shooting support from technical service. The electronic report was downloaded and reviewed. The reported issue was verified. It was determined by clinical marketing that the device functioned as intended due to CPR insight technology being employed. The cause of the reported issue was determined to be due to user error. The device remains with the customer. Stryker performed a clinical review and it was determined the device did not contribute to the patient outcome. The pdf provided from the customer of the event shows the patient¿s initial rhythm as asystole. All following rhythm analysis are completed via cprinsight, which does not require the user to stop compressions. The device acted as designed and did not contribute to the patient¿s outcome.

Event description:
A customer contacted stryker to report that their device had unexpectedly stopped providing voice prompts during patient care. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The patient associated with the reported event did not survive.